Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, it is the customer's policy to not provide patient information.

Event description:
It was reported that IV antibiotic piperacillin-tazobactam 3.375 grams in 55ml minibag was programmed to infuse at a rate of 18.3ml/hr through IV infusion pump. It was noted that the medication infused after 30 minutes instead of 3 hours. The event occurred in intensive care unit (ICU). There was no patient harm. It was noted on a non-bd investigation, through review of device logs and discussions with clinical staff, that the event appears to be due to a backflow check valve failure.

Manufacturer narrative:
Additional information provided: concomitant medical products & medical products & therapy dates. Correction on initial report: device identification. The customer¿s report of backflow check valve failure as the secondary infusion was confirmed. The primary and secondary set were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components visual inspection of the set noted no damage or any anomalies. The check valves were visually inspected under magnification and both check valves were assembled in the set correctly, and the silicone membrane was centered. Functional testing resulted in fluid and air bubbles going into the primary bag on one of the two primary sets. Fluid was also noted to have gone past the check valve indicating a faulty check valve. No backflow was observed. Disassembly of the check valve found that the check valve disc was being pinched within the housing. The root cause of the customer¿s report of secondary back flowed into primary bag was caused by the check valve disc being pinched which is a supplier-related issue. A pinch disc would lead to a failure of the check valve.

Event description:
It was reported that the IV antibiotic piperacillin-tazobactam 3.375 grams in 55ml mini-bag, was programmed to infuse at a rate of 18.3ml/hr through the IV infusion pump. It was noted that the medication infused after (30) minutes instead of (3) hours. The event occurred in the intensive care unit (ICU). There was no patient harm. It was noted on a non-bd investigation, through review of device logs and discussions with clinical staff, the event appears to be due to a backflow check valve failure.